Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was a red alert indicating a possible device failure. Boston scientific technical services (ts) confirmed the device was prematurely depleting and recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device will not be returned for analysis.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was a red alert indicating a possible device failure. Boston scientific technical services (ts) confirmed the device was prematurely depleting and recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported.